Event description:
Nucletron plato rts v2 radiation therapy treatment planning software dose calculation error when using wedges: bulletin 191.137-00 describes problem but there is no workaround. Dosimetric consequences can be very large but are not discussed in the bulletin. Users should be warned not to use wedges until the software error is fixed but the bulletin does not given the user any guidance as to what to do. This error may affect large numbers of patient treatments.